Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Lead at s2 location had high impedance on all contacts. As such, surgical intervention took place wherein the lead was explanted to address the issue. Reportedly, patient is receiving relief from the other leads.